Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient presented with symptoms of abdominal herniation in (B)(6) 2017 after the original procedure in (B)(6) 2017. The patient was reoperated on to close the fascia. There was little sign of suture remaining in the patient. The patient is recovering.